Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was feeling stimulation, but the ipg needed to be charged each day. The sjm rep met with the pt and reprogramming did not resolve the issue. The physician planned surgical intervention at a future date to address the issue.